Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During all the procedure, the patient¿s blood pressure was considerably low. Post-ablation phase, at the end of the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardial space. Surgical intervention was not required. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was both procedure and patient condition related. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with mullins and brokenbrough transseptal needle from medtronic. There was no evidence of steam pop during the ablation. The flow was set at low flow: 2 ml/min and high flow: 30 ml/min. No error messages were observed on any bwi equipment. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm 3s 25% time, size 3. The color option used prospectively was ablation index.

Manufacturer narrative:
During an internal review on (B)(6)2020 , it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with (B)(6)2022 and section h4 manufacture date has been updated with (B)(6)2019 . Manufacture reference no: (B)(4).